Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer own device was previously returned to pentax medical from a customer on 11/jun/2018 and inspection of the unit was performed on 12/jun/2018 where the quality control inspector found the following: channel improperly installed (gap distal body opening), hole in # 1 remote control button cover, passed dry leak test, up/ down angulation knob play, passed wet leak test, customer complaint confirmed, distal cap - fixed type passed seal integrity inspection, distal cap - fixed type failed seal integrity inspection. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs to included the distal case/cap, which will be replaced and resealed pursuant to the field correction, and return to the user upon completion. Parts replaced: air/water tube, operation channel, bending rubber, remote control button(1), deflector body link, distal case/cap, o-ring(0.5x1.3).